Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results in the risk stratification range and above the ami cut-off generated by the unicel dxc 600i synchron access clinical system for one patient. Subsequent testing produced a result within the normal reference range which better matched the patient's clinical presentation. The results were reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Accutni qc was within the customer's established ranges after the event. All system checks have been "ok". There is no indication that service was dispatched for this event. A definitive root cause has not been determined to date for this event.